Manufacturer narrative:
The damage found was sustained during the surgical procedure. The lead was otherwise normal.

Event description:
It was reported that fluoroscopy revealed that the lead was dislodged and the helix was not extended. The physician suspected twiddler syndrome. Lead was explanted and replaced. Patient was well after the event.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.